Event description:
The user facility reported that the water line from a s1e processor had disconnected, causing flooding of nearby rooms in the surgery center. The user facility cancelled approximately 40 procedures; however all of the procedures were subsequently completed. The flooding occurred over the weekend while the facility was closed and there were no injuries to patients or hospital staff.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris service technician inspected the system 1e processor and found the hose clamp on the water line was not properly tightened. The system 1e processor was repaired, tested, and placed it back into service; no further issues have been reported. The steris service technician received refresher training on the proper installation of hose clamps on (B)(6), 2011.